Event description:
It was reported that this pacemaker was oversensing the minute ventilation signal and causing pacing inhibition of greater than two seconds for the patient. Separate episodes of oversensing of noise were also observed during a computerized tomography scan. No changes were made and the pacemaker remains in service. No adverse patient effects were reported. Additional information regarding this event is being requested from the field. This report will be updated should additional information be provided.